Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported the following event details: tpn was ordered at 62.5 ml/hr. The bag contained 1500ml. The vtbi was set at 1500 and hung at 11 pm (B)(6) 2013. The contents of the bag infused in 8 hrs and the nurse discovered the bag empty with the pump alarming "air-in-line" at 6 am. There was no sign of leak in the bed or on the floor. The physician was notified, labs were drawn, and results within acceptable parameters. The pt voided 2000 ml of fluid in 8 hrs. There was no report of pt harm. No further pt or event info was provided.